Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed an open and bleeding skin irritation under the ucor hfams patch. There was no alleged device malfunction contributing to the irritation. The patient's physician advised that the patient needed to go into the office for an appointment to look at the skin irritation. Follow up with the patient indicated that the patient was in the hospital. It's unclear why the patient was in the hospital. Outcome of the skin irritation is unknown.